Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 instrument was received partially cycled with the jaws closed. The cycle was completed and the trigger felt loose; due to this condition the trigger was forced to the open position and the jaws could be opened. No functional test could be performed due to the condition of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the device was closed it would not open again. It was not known if the device was on tissue when this occurred. The case was completed with another device of the same product code. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.